Manufacturer narrative:
The patient underwent the primary surgery on (B)(6) 2014, but she had the cup, head and liner revised on (B)(6) 2015 (MDR 2015-00034). On (B)(6) 2015, the medical affairs director performed a clinical evaluation and commented as follows: revision of the ball head less than one year after primary. The purpose of revision was to lengthen the limb, and an irrigation was performed, but no infection detected. Patient was complaining of hip pain. There is no documentation that allows evaluation of biomechanics and hip geometry before and after revision. No reason to suspect that the root cause is related to implanted devices. Batch review performed on (B)(6) 2016: lot 120548: (B)(6) items manufactured and released on (B)(6) 2012. Expiration date: (B)(6) 2017. No anomalies found related to the issue. To date, (B)(6) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of anterior hip pain. An irrigation and debridement along with increasing the ball head size from a 32mm size s to a 32mm size m. There was no infection detected. The surgery was completed successfully. The explants will not be returned.

Manufacturer narrative:
On 09mar2016 it was prepared a final report with the information already submitted in the initial report. On 14mar2016 the report was sent to the initial reporter and the case was closed.